Event description:
Heartport port access procedure offered as option to conventional bypass. Pt not fully informed of the differences in procedure, nor told its name. The endoaortic clamp was inserted with the use of the guidewire and intraoperative tee. Shortly after bypass was initiated, a loss of blood pressure was noted: even before the "eac" balloon was inflated. An emergency sternotomy was performed, and aortic dissection confirmed. The aorta was repaired and the bypasses completed. The dissection was so extensive, down to the coronary ostia, which caused an extensive myocardial infarction. The pt required extensive pump time. She never regained consciousness. She developed multisystem failure and suffered brain damage. This pt passed away on the 3rd post-op day. The surgeon stated an intimal tear occurred, most likely from the guidewire and due to the reverse flow of blood on bypass, a dissection occurred. There was no apparent product failure or malfunction.